Manufacturer narrative:
The reagent lot number was 84694301 with an expiration date of 28-feb-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results with one patient sample tested on a cobas 8000 c702 module. The initial result was 6.3 mg/dl. The repeat result on another c702 was 4.1 mg/dl. The test was repeated due to the initial result not matching the patient's previous results.

Manufacturer narrative:
The field service engineer adjusted the water pressure and washing of reagent probes. No further issues were reported since the service visit. The investigation determined the issue was due to insufficient reagent probe washing, and the service actions resolved the issue.